Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device produced poor staple formation at the distal end of the staple line. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.